Manufacturer narrative:
Iu observed that the meter has a solid line appearing in the middle of the display. Iu observed that the location of the line on the display does not distort the decimal point and digit during the simulation test, therefor,e misinterpretation is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Iu observed that the meters serial number has been determined that meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. Additional finding: iu observed that the meter serial number label is faded but readable due to the robustness of the ink. The issue has been investigated and as a result, product improvements were made to make the meter's ink more robust, and reduce the occurrence of this defect. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. This issue has been investigated and product improvements were put into place to reduce the occurrence of this defect. The organization decided to examine improvement opportunities to reduce the remaining residual inconvenience from this malfunction in future versions of the meter. As a result, product improvements were made to make the meter's housing to reduce the occurrence of this defect. Additional finding: iu observed small white particles under the plastic cover on the lcd screen. These particles do not enable the bg or controls values to be misinterpreted. It has been determined that a design weakness in the meter's gasket can allow debris to enter the meter under the lens of the display. This debris under the lens does not affect the operation of the meter or pose potential harm to the customer and is considered a cosmetic issue. The organization decided to examine improvement opportunities to reduce the remaining residual inconvenience from this malfunction in future versions of the meter. As a result, product improvements were made to make the meter's gasket design more robust, and reduce the occurrence of this defect.

Event description:
Patient reported the blood glucose monitoring device has three vertical black lines on the screen. Patient stated the lines do not distort the readings and he has not taken any erroneous amount of insulin based on the results. Patient reported changing the batteries. Patient stated the lines are within the results area. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.